Manufacturer narrative:
No product was returned for evaluation. Should new relevant device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 29 mg/dl. Reportedly, emergency medical services treated the bg. However, the contact did not know what the treatment was. The cause of bg was unknown. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.